Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation delayed ("has a period only about every 3 months and it only lasts a day"), hypomenorrhoea ("has a period only lasts a day"), feeling abnormal ("could feel the things on both sides when calm, it was weird"), abdominal pain ("was not too painful"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menstruation delayed, hypomenorrhoea, feeling abnormal, abdominal pain and psychological trauma outcome was unknown. The reporter provided no causality assessment for abdominal pain, feeling abnormal, hypomenorrhoea and menstruation delayed with essure. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient has received treatment for event pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation delayed ("has a period only about every 3 months and it only lasts a day"), hypomenorrhoea ("has a period only lasts a day"), feeling abnormal ("could feel the things on both sides when calm, it was weird"), abdominal pain ("was not too painful"), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery ((salpingectomy - bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menstruation delayed, hypomenorrhoea, feeling abnormal, abdominal pain and psychological trauma outcome was unknown. The reporter provided no causality assessment for abdominal pain, feeling abnormal, hypomenorrhoea and menstruation delayed with essure. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient has received treatment for event pain. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded "unconfirmed quality defect" based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case become incident, newly added events- pain, abnormal bleeding, psychological injury. Date of removal of essure added. Rcc comment added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.